Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is unk. Nothing further reported.